Manufacturer narrative:
U.s. Reporting agent notified: (B)(6) 2014. Complaint description: the thread is either not attached, or detaches easily from the needle. Samples received: no samples available. Analysis and results: there is one previous complaint of this code/batch. There are no units in OEM stock. Without any closed sample OEM cannot carry out an analysis in order to determine the decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conforms to requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results (not justified). Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable.

Event description:
Country of complaint: (B)(6). The thread is either not attached, or detaches easily from the needle. Customer reported that most of the box was faulty.